Event description:
The manufacturer was informed that on (B)(6) 2023, a perceval plus valve size l was attempted to be implanted in a patient. Reportedly, when they went off pump, there was no heartbeat. As such, they went back on pump, explanted the valve and replaced it with intuitive 23mm valve. However, off pump there was still no heartbeat. Thus, the patient was air flighted to another facility. No further information is available at this time.